Event description:
It was reported an angio-seal was deployed post angiography in the patient's right femoral artery. Eight days later, the patient was seen at the physician's office with complaints of a rash in the right groin that developed sometime after the procedure. The patient has history of iodine allergies; the right groin had been prepped with chlorhexidine gluconate.

Manufacturer narrative:
No componets were returned for analysis and review of the device history review was not possible since the lot number was unavailable. The name of the deployer is unk. Based on the information provided to st jude medical, the cause for the rash could not be conclusively determined.